Manufacturer narrative:
Section a2,a3, a4 and a5: unknown/ asked but not available. Section d6b: if explanted, give date: not applicable, as lens remains implanted in the eye. Section e1: initial reporter: telephone number: (B)(6). Section h3: other 81: the device was not returned for evaluation as the lens remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon performed pars plana vitrectomy plus phacofragmentation plus sutureless scleral fixation of the intraocular lens (iol). During post-operative examination by slip-lamp, it was found that there was a scratch in the anterior surface of the iol whereas the lens was positioned as desired without migration. The patient did not have any symptoms or compliant with 0.8 indicated as post-operative visual acuity (va). Patient is being monitored, next visit is in a month. Additional information received provided that the cartridge used was emerald30 and the phacoemulsification system used was a non-johnson and johnson device. No further information is available.